Event description:
The patient's spasms were not being relieved with dose increases. The drug concentration had been changed from 500mcg/ml to 2000mcg/ml in 2003. The patient's symptoms were present prior to the concentration change. The hcp "changed periodic bolus dosing." Dye studies were done in 2003 and 2004 and did not reveal any problems with the pump.